Event description:
A surgeon reported that a memory lens iol implanted in the left eye of a female pt was explanted and exchanged due to opacification. No complications and prognosis is excellent. No further information has been provided.